Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake and steer casters do not hold when the brake is set. The casters rotate to the side when the bed is pushed.